Event description:
Additional information was received. It was reported that there was a patient present for this event.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. Extreme lateral interbody fusion (xlif) w/ posterior spinal fusion procedure was performed when the event occurred. Event observed during the event (intra operative). There was 20+ minutes (less than one hour) of surgical delay. There was no impact on patient outcome. They tried rebooting the system to resolve the issue during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222, serial/lot: unknown. H6) multiple annex a codes were applied to capture this event. A110201 captures the system becoming stuck in initializing after booting up while a090501 captures the system displaying a red cross on 'radiation'. H6) the system was serviced in the field. The field service engineer (fse) discovered that the system had been left on all night and was never rebooted showing the power supply out of specification and caused the generator control board to flicker on and off throughout the night. The power supply's output was checked and the voltage was under specification. A power supply connection was reseated and the voltage returned to 5.152 volts direct current (vdc). Troubleshooting revealed "(e003 : all the workstations have no tube configured, there is no workstation available, and a default value has been assigned)" and the fse was unable to access anything in the configuration tab of the tech service console. The "eeprom" was initiated to restore to default settings and all of the configuration backups were reloaded and this resolved the "e003" error. There was then a "(recoverable error: (79) the required ma stations has not been calibrated)". An auto-calibration was then performed and the issue was resolved. Codes b01, c02, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was stuck in initializing after booting up. The system was displaying a red cross on 'radiation'. Patient presence was unknown.